Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -8.0 diopter implantable collamer lens in to the patient's right eye (od) on (B)(6) 2015. Excessive vault and elevated iop were reported, the lens was exchanged for a smaller lens on (B)(6) 2015 and the problem was resolved.

Manufacturer narrative:
(B)(4). Device evaluation: the lens was returned dry in the case/vial; surgical residue was cleared; visual inspection found haptic torn and bent. Claim # (B)(4).